Event description:
In 2006 the lay-user/pt contacted lifescan alleging that her one touch ultrasmart meter was giving an "error 4" message. The med affairs spec mailed a letter to the pt the following month since she could not be reached by telephone. On an unk date, the pt developed symptoms of being "shaky". It is not known if the pt obtained the "error 4" message(s) before, during, or after the symptoms developed. The pt sought med attention and received treatment in the form of food and/or a beverage. A reading of "69 mg/dl" was reported from another unidentified meter. The customer care advocate (cca) verified that the pt's testing/cleaning techniques were correct. The test strips were in good condition and testing was performed at normal room temperature. The meter, test strips, and control solution were replaced.